Event description:
It was reported that during removal of the catheter after routine obstetrics use, resistance was encountered, and the patient was repositioned. The catheter removal attempt was continued and the catheter separated and the distal portion remained in the pt. A cut-down procedure was employed to remove the separated catheter portion. There were no additional complications.